Event description:
The initial attorney report alleged pain, disability, defective mesh. The following is based on the medical records provided by the patient's attorney: (B)(6) 2003-repair of large incarcerated ventral hernia, abdominal reconstruction and a partial omentectomy. On (B)(6) 2003-consult for abdominal pain, patient is a past heavy drinker and has a history of (B)(6). He was recently hospitalized for sever upper gastrointestinal bleeding from esophageal varices. He complained of pain in the ventral hernia site, the repair looks and feels good. Possible fluid collection anterior to mesh, no evidence of infection. On (B)(6) 2003-consult for workers compensation, there is a seroma secondary to (B)(6), cirrhosis of liver and ascites. No evidence or clinical evidence of a recurrence. On (B)(6) 2008-consult, there appears to be a periumbilical hernia, evidence of ascites. Tenderness in all four quadrants. Liver could not be palpated. Impression: abdominal pain, chronic, rule out spontaneous bacterial peritonitis secondary to cirrhosis with ascites. On (B)(6) 2008-consult for abdominal distention, vomiting and obstipation. Assessment: small bowel obstruction likely secondary to adhesions. The mesh had been recalled but it was not able to be removed from this patient at this time. Recommendations: await further surgical input for possible surgical treatment for his recurrent small bowel obstruction as well as removal because of the recall nature of the mesh. On (B)(6) 2008-excision of composix kugel mesh and repair of recurrent hernia with a non-bard mesh. Reportedly, the hernia sac was opened and adhesions between the loop of small bowel, small intestine, and the mesh were lysed.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional information received. Based on the information available at this time, no definitive conclusions can be made. This patient has a past medical history significant for multiple abdominal surgeries, (B)(6), alcoholic cirrhosis with coagulopathy, and esophageal varices needing ligation/banding. Postoperatively, the patient complained of abdominal pain and documentation from the surgeon indicated the only postoperative complication to be a seroma. Due to the patient's multiple co-morbidities he was considered a high risk surgical candidate; his recurrence was noted in (B)(6) 2008 and was not repaired until (B)(6) 2008 when he was admitted for small bowel obstruction. During this hospital stay several consults made note of the recalled bard mesh and the plan to remove it due to the recall. It appears the composix kugel mesh was removed because of the recall, there was no indication of defective mesh by the surgeon, nor did the pathology report indicate any defects. The information provided indicates that patient was treated for seroma, adhesions, and recurrence. All of which are known possible adverse reactions listed in the IFU. A manufacturing review that included review of sterility records was performed and did not find evidence of a manufacturing related cause for the alleged event. Additionally, no sample has been returned for evaluation. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.